Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'an upstream occlusion alarm that does not clear' was not reproduced. A review of the event history log (ehl) revealed occurrences of upstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be upstream sensor. The upstream sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion that does not cleared during testing in the biomedical service department. There was no patient involvement. No additional information is available.